Manufacturer narrative:
No evaluation was performed due to subject device not being returned. Review of the device history records was performed which confirmed no discrepancies. A complaint history review did not identify additional complaints filed for the manufactured lot. Reportedly, there were no internal processing issues that would contribute to the nature of the issue. Per results of the investigation, no root cause could be determined. At this time, no further investigation is warranted. (B)(4).

Event description:
During a knee scope with meniscal repair procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that t2 did not deploy. There was a five (5) minute delay in surgery. Backup device was available and the procedure was completed successfully. It was reported that no implants were left in the patient unsupported. (B)(4).